Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three-piece lens but due to the pt's condition-open angle pignentary glaucoma, the surgeon was having a difficult time inserting the lens. There was pt contact but no injury. The lens was not damaged.